Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose was intermittently elevated (up to 427 mg/dl) with ketones higher than normal (0.9), but not life threatening. Blood glucose/ketones were addressed by delivering boluses via the pump and using insulin pen injections. System check performed with tandem technical support identified pump time was inaccurate (off by 4 minutes). Contact alleged that pump may not be delivering enough insulin or possibly customer had a decreased insulin sensitivity. Contact declined further assistance or follow up from tandem technical support.